Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulse generator change out, the atrial was found to have an insulation anomaly was noted just passed the hub on the lead body, body fluids were noted in the area. A mode switch due to noise was noted, noise could be reproduced with isometrics. The lead was capped and replaced on (B)(6) 2016 successfully. The patient tolerated the procedure well, kept overnight for observation. The patient was discharged and would be monitored.